Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator. Model #: sc-4316, lot #: 18091953 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient developed an infection at the lead site. Symptoms were redness and inflammation at the incision site. Infection was not suspected to be caused by the device. The patient was prescribed antibiotics and underwent an explant procedure.